Manufacturer narrative:
Internal insulation abrasion was noted at 16.4-17.2 cm from the connector pin. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and low lead impedance.

Event description:
It was reported that when the pacemaker-dependent patient presented in-clinic, noise and low pacing impedance were observed. The patient was asymptomatic. The noise was reproducible with isometrics. The lead was explanted and replaced. The patient condition was stable after the procedure.